Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2016 dr. (B)(6) in (B)(6) at (B)(6) center removed a tritanium cluster hole cup size 58mm that was implanted at (B)(6) center between the dates of (B)(6) 2015.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection:visual inspection was performed as part of the material analysis report (mar), dated 19 october 2016. The review noted the following: the returned device parts were examined with the aid of a stereo microscope at magnifications up to 50x. The proximal surface of the cluster hole cup shows evidence of biological fixation that was observed. A material analysis has been performed. The report concluded: biological fixation was observed on the proximal surface of the cluster hole cup. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant . -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
On (B)(6) 2016 dr. (B)(6) in (B)(6) removed a tritanium cluster hole cup size 58mm that was implanted at (B)(6) between the dates of (B)(6) 2015. Patient was revised due to loosening of the tritanium shell.